Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered multiple anti-tachycardia pacing (atp) and one inappropriate shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) discussed programming options at that time. Additional information was received that the patient later received inappropriate atp and a shock again for af with rvr. Programming options were again discussed. No adverse patient effects were reported. The device was replaced due to normal battery depletion and was returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered multiple anti-tachycardia pacing (atp) and one inappropriate shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) discussed programming options at that time. Additional information was received that the patient later received inappropriate atp and a shock again for af with rvr. Programming options were again discussed. No adverse patient effects were reported. The device was replaced due to normal battery depletion and was returned for analysis.